Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a lose connection with j1 causing the monitor to reboot. The root cause for the loose connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.